Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to dislodgment. During the explant procedure a slight infection of the skin was noted. Also, the insulation was damaged which could have been caused by the making of the incision. A new lead of the same model was implanted.